Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked with radiating fractures, and the touchscreen became nonresponsive, preventing user input; the patient transitioned to an alternative therapy and continued cgm use while maintaining blood glucose in the normal range. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no interruption in glycemic control and continuation of therapy using alternative means. Investigation included review of the event description, verification that blood glucose levels were unaffected, and receipt of the device for return and inspection of the returned device. Investigation of this device revealed a damaged display module leading to loss of touch functionality, consistent with physical damage to the device¿s user interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.